Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized three times due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. The blood glucose reading for the other two times was not provided. Nothing further was reported.